Event description:
The consumer was riding in her yard, when the scooter allegedly flipped over on her, resulting in a broken shoulder in 4 places.

Manufacturer narrative:
MFR contacted dealer. Dealer was unaware of any issues with the user's scooter. Consumer reports while transgressing near a gully, the scooter just flipped over on its side, throwing her in the gully. Conversation with the consumer suggests user was transgressing this area with the speed setting high. No confirmation of injury or treatment has been confirmed. No malfunction alleged. Area transgressed is unk. Current user guide covers this area. MDR filed based on injury.